Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient was deceased and the cardiac resynchronization therapy defibrillator (crt-d) alerted four hours postmortem. The patient¿s spouse inquired to the hcp (healthcare professional) about device performance as the patient had passed away. Additional information related to the cause of the alert or circumstances surrounding the death are not known.